Manufacturer narrative:
(B)(4).

Event description:
The patient has a model 3163 scs lead and a model 3245 scs lead. This issue is related to the model 3245 scs lead. It was reported the patient is receiving ineffective stimulation as she is unable to increase stimulation. Diagnostics showed high impedance values for the model 3245 lead. An sjm representative was able to restore stimulation with reprogramming using both leads. Surgical intervention regarding the model 3245 lead will be taken at later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's entire scs system was explanted and replaced (reference MFR. Report: 1627487-2016-03322 for scs ipg issue). Effective stimulation was restored following the procedure.